Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 302832 batch # 5003588 it was reported by the customer that the syringes are cracking when drawing up medications. Verbatim: rcc received a complaint via email. Email(s) attached product description brand name: 30 ml bd luer-lok syringes only when problem was notice: during use incident discovered during patient care: yes, incident details: the syringes are cracking when drawing up medications. 3 of the cracks are from drawing up exparel. They didn¿t keep the package so below are the two sizes with two different lot# that was in stock for anesthesia. It was either 302832 or 309653 was patient or end-user injured: no 1. In the initial report, it was mentioned: "they didn¿t keep the package, so below are the two sizes with two different lot numbers that were in stock for anesthesia. It was either 302832 or 309653." ¿ could you please clarify if the material is 302832, or if we need to proceed with the assumption that it could be either 302832 or 309653? Alternatively, can you confirm if the affected lot is 5003588? 302832 2. How are the syringes stored? Are they being prefilled and stored with medication in them are stored in bins. They are not prefilled with medication. Anesthesia provider draws up medication as they receive medication.

Manufacturer narrative:
(B)(6) follow up. A report was received indicating that syringes were cracking during medication draw-up. As no physical sample was returned, a comprehensive evaluation could not be conducted. However, one photograph was provided and reviewed by our quality team. The image depicts a syringe without its packaging blister. The plunger rod is fully extended, and a visible crack appears to run vertically along the syringe barrel. No additional information could be extracted from the photograph. A device history record (DHR) review was completed for material number 302832, lot 5003588. The review found no quality issues during the production of this lot that could be linked to the reported condition. There were no associated quality notifications, and all manufacturing processes and final inspections were performed in accordance with specification requirements. To date, no similar incidents have been reported for this lot. Based on the photographic evidence, the reported issue has been confirmed. However, due to the absence of a physical sample, it is not possible to determine a probable root cause at this time.